Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full-height cubie drawer 6 indicated an open status when it was closed due to bad insep at the station. A field service engineer replaced the inseparable magnet to resolve the issue. Additionally, preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, drawer 6 was not detected on the communication bus, preventing users from accessing medication for a patient. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.